Event description:
The patient underwent a mastectomy procedure. Two days post-op, the patient experienced a wound dehiscence. Re-closure was performed in the operating room with general anesthesia and suture.